Manufacturer narrative:
(B)(4). Batch # m55y8d. The analysis results found that the atw45 device was received in good visual condition and with three tr45w cartridges present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m55y8d. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the staples malformed with irregular shapes on the first and second firings dealing with pulmonary artery and vein. The surgeon closed the blood tubes with other laparoscopic tools. There were no adverse consequences for the patient reported.